Event description:
It was reported to boston scientific corporation that a two port though the peg jejunual feeding tube (j-tube), (the exact upn is unknown), was being used for the purpose of administering medication for advanced stage parkinson's disease. The j-tube was placed on (B)(6), 2010. According to the complainant, in late (B)(6) 2011 (exact date is unknown) the intestinal tube had a kink and was impossible to rinse. The duodopa was given in the gastric port. The patient is now waiting to get a new intestinal tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect catalog model number, device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation as it is still implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.